Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during the implant, this right ventricular (rv) lead exhibited impedance measurements of 1,200 ohms prior to fixing the helix through the pacing system analyzer (psa). After fixation, the impedance measurements were greater than 4,000 ohms through the psa. Sensing was stable, but there was no capture. The same behavior occurred in another position. After multiple unsuccessful troubleshooting attempts, the lead was removed and replaced. No adverse patient effects were reported.